Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose level was 11.3 mmol/l. Customer was able to complete pump rewind. Customer was assisted with self test and test did not pass. Customer was advised to backup plan per healthcare professional's instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. There were no beep anomalies during testing. The pump error 63 was present in the pump trace download due to poor solder joints at the connector on the keypad assembly.